Manufacturer narrative:
(B)(4). The device has been requested to be returned for evaluation at our service laboratory in (B)(4). A follow up report will be provided when the evaluation results become available.

Event description:
(B)(4).